Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Maude report mw5037352 received on (B)(6) 2014 noted "malfunctioned while removing skin from the donor site causing a patchy removal of skin that was not usable as a skin graft. According to the surgeon, the pt will have scarring from this event on his thigh'. Additional info was requested by integra. Additional info was received from risk manager on (B)(6) 2014: how did the device malfunction? Please describe: 'after investigation, it is my opinion that the device did not malfunction user error contributed to the poor results'. Is the device available for investigation? 'No'. Did the pt require any intervention? (Sutures/staples) if yes, please describe: 'yes. More skin needed to be harvested to complete the operation'. Pt age/gender? (B)(6)male'. Was a second graft taken? Yes. If known, what is the pt condition to date? 'Discharged home'.